Event description:
It was reported that this right atrial (ra) lead dislodged. Subsequently, a revision procedure was performed, and the ra lead was repositioned. This ra lead remains in service. No additional adverse patient effects were reported.